Event description:
Patient presented to the physician with severe right-sided headaches, neck pain, and right ear pain, along with right-sided tongue weakness, facial paralysis, slurred speech, and difficulty swallowing. Physician prescribed pain medication and steroids.